Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but the physician had difficulty placing the lead due to a kink in the sheath. The physician attempted several stylets but after a while none of the stylet would go down the lead. The lead was not used for implant. A new lead was implanted. No patient complications have been reported as a result of this event.